Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, guide catheter: works. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat de novo concentric lesion with mild tortuosity, mild calcification and 99% stenosis. A 2.0 x 15 mm rx mini trek balloon was advanced with resistance, due to the anatomy, to the target lesion for pre-dilatation; however, the balloon ruptured at 8 atmospheres during the first inflation. A new balloon catheter was advanced and inflated without issue. The procedure was successfully completed after a 2.25 x 23 mm xience alpine stent was implanted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.